Event description:
Event description guidant received information that this implantable lead displayed 2.5 seconds of noise which caused inhibition on an electrogram. The chronic lead was surgically abandoned. The lead was replaced with another guidant model.